Event description:
It was reported that the pump left screen is "delaminating" and "bubbling". There was no adverse impact to the customer¿s blood glucose value. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, customer continued using pump for insulin therapy.